Manufacturer narrative:
Device evaluation could not be performed since the hospital has not returned the complaint device. So, at this time, we are unable to determine the exact root cause of this device failure. A review of the approved device history record indicates the lot met all release criteria. Our manufacturing group does conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. Note: this report was delayed in submission due to issues related to user services and confusion on status of acks when initially submitted.

Event description:
It was reported that, during prostate artery embolization procedure, the device balloon was inflated in 2mm vessel, then embolized with 40-80 embozine to stasis. The balloon would not deflate after several attempts. The dr. Decided to over inflate to burst. The dr. Then pulled back the device and there was intima damage to wall of vessel. The dr. Then embolized proximal to injury with coils to stop flow into intima of vessel wall.